Manufacturer narrative:
The adhesive pad was not returned with the device. Investigation of the bottom housing and adhesive pad's welds found no evidence of any damage or manufacturing deficiencies that would cause irritation. The reported adhesive skin irritation issue could not be determined. The adhesive welds were inspected, and no abnormalities were observed. Although the investigation found no evidence of any damage, the reported failure to adhere adhesive issue could not be determined. The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The download data from the returned device showed that a 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a skin irritation had occurred while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. The patient visited the doctor's office and was prescribed steroid spray fluticasone 16 grams and drysol aluminium fluoride 35ml bottle, 20% solution (1 to 2 times a week at bedtime).